Event description:
On may 18, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient tests her blood glucose once a day. Her normal blood glucose levels are around "235 mg/dl." At the time of concern, she was taking glipizide 10 mg and glucophage 1000 mg twice a day. Currently, the patient is no longer taking the oral medications for her diabetes. The patient now takes 19 units of lantus every evening. The patient stated that she was unable to test her blood glucose for the past month because of the alleged meter issue. Although she was unable to test her blood glucose, the patient continued to take her medications as prescribed. During the time that she was unable to use the meter, she alleged she developed a "really bad headache" for 2 days. Due to the symptoms and not being able to test her blood glucose, the patient visited her doctor about 3-4 weeks ago. The doctor tested the patient's blood glucose using an unidentified meter and got a result of "335 mg/dl." The patient's medication regimen was changed ot the lantus insulin regimen. The patient was instructed to go home that day and to immediately start taking the lantus insulin at night. After taking the lantus insulin, her symptoms of a headache were relieved. The patient did not have another meter to test with during the time of concern. She had the reported meter for about 1 year but had never replaced the meter's battery. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged she was unable to test her blood glucose for about 1 month, developed symptoms of a headache, and obtained a blood glucose result of "335 mg/dl" in the doctor's office.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA on the results in a supplemental report.